Event description:
Boston scientific crm received info that under fluoroscopy both this right atrial (ra) and the rv leads were reported as out of position. Both leads were successfully repositioned and to date, no adverse patient effects were reported.